Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #4). Additional emdrs were submitted to represent the four bard flat meshes (device #1, device #2, device #3 and device #5). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of five unspecified bard mesh (bard flat mesh) on (B)(6) 2002, (B)(6) 2003, (B)(6) 2008, (B)(6) 2013 and (B)(6) 2005 (possible error in the legal claim form). As reported, the patient is making a claim for an adverse patient outcome against all devices. It is also alleged that the patient had revision surgeries on (B)(6) 3003 (possible error in the legal claim form), (B)(6) 2009, (B)(6) 2013 and (B)(6) 2015 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.